Manufacturer narrative:
The serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During follow-up communication, livanova (B)(4) learned that four heater-cooler devices were in use at the time of the surgery. It is unknown which of the four devices was used during the specific procedure. The user reported that the devices were maintained according to the instructions for use (IFU). At the time of surgery, the device was placed inside the operation room during use at a distance of 1.5 meters from the patient facing the operation table. After the field notice in june 2015, the customer now places the device 5 meters from the patient field with the device directed away from the operation table. A review of all dhrs did not identify any deviations or non-conformities relevant to the reported issue. A review of the service history revealed that all four potentially involved devices underwent deep disinfection at livanova (B)(4) between august 2015 and august 2016. Two of the units have subsequently been scrapped due to non-economical repair. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient was found to be infected with mycobacterium chimaera. It was reported that a heater-cooler system 3t was used during the surgery.